Event description:
It was reported that during attempted implant of the right ventricular (rv) lead there was placement difficulty. It was also reported that the helix was practically deployed from the box. Therefore the rv lead was abandoned and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood; the lead was returned with the helix fully retracted. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).